Event description:
Reportedly, in 2000, pt was undergoing an mr scan with synergy body coil. After approx 20 mins, pt was brought out of mr bore. At that time, the pt complained of a warm sensation especially to their right arm. Pt was placed back into bore for completion of exam. When pt was brought out they again complained of being warm. Pt was examined by technologist and no visible signs of redness or burns were found on pt. During the procedure no errors were reported by the mr system. Three days after the mr scan, pt presented to hosp administration per advice of their orthopedic surgeon. Pt subsequently was examined in ER. Exam by plastic surgeon found a 2nd degree burn approx 3" by 1-1/2" on lower right forearm of pt. Debridement of wound was performed and antibiotics were given as medication.